Event description:
It was reported that during a stone extraction procedure, the extractor rx balloon catheter kinked. The product was opened and tested. The extractor balloon was introduced into the scope and when it exited the scope in the common bile duct, the catheter kinked at the biopsy cap. The pushability of the catheter was "compromised" and the product was removed. Another MFR's product was used to completed the procedure. There were no pt complications and the pt was reported to be stable.